Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing/noise. It was further reported that the implantable pulse generator (ipg) exhibited electromagnetic interference (emi). The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.